Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 03-apr-2025 investigation summary bd received 1 sample and 1 photo for investigation. The evaluation of the returned sample and photo indicated a deformity at the top of the tube. Upon visual examination, none of the 100 retained samples showed any instances of damaged or broken tubes. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: molding defect. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported before using bd vacutainer® k2e 10.8mg plus blood collection tubes, the customer noticed one deformed tube. Not patient or user impact reported.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before using bd vacutainer® k2e 10.8mg plus blood collection tubes, the customer noticed one deformed tube. Not patient or user impact reported.